Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 1 malfunction events. 1 event was due to the device failing to osseointegrate (B)(4). In 1 event, there was no device problem found during evaluation. This is a known inherent risk of the procedure.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes 1 malfunction events where a patient experienced endosseous dental implant failure.